Manufacturer narrative:
The impella cp's inlet cage and the cook introducer were returned for device analysis. In addition, a photo from the portable x-ray that was taken by the clinicians during this event and revealed the inlet cage/pigtail stuck in the sheath, just distal to the hub of the sheath. The visual evaluation of the returned device it was determined that the sheath was significantly kinked. The kinking occurred towards the proximal end of the sheath. The area highlighted in the x-ray image was confirmed to have significant kinking, as well as what looks to be a tear created to remove the inlet cage from that location, after it had been removed from the patient in the operating room (or). In addition, a visual evaluation of the inlet cage found cannula material still attached to the bonding surface, suggesting the separation was not the result of an adhesive failure. A device history record review was performed. The review confirmed that there were no issues within the production batch of 1284602. The lot analysis that was performed found no additional complaints linked to any of the other pumps within this production batch. In conclusion, the clinical narrative reported by the complainant suggests that the patient's large size facilitated kinking of the 14fr cook introducer. This kinking led to a difficult explant of the impella cp, leading to the inlet cage's separation within the introducer sheath. The x-ray image showed the inlet cage residing within the sheath, just distal to the introducer hub, at a location with prominent kinking. The cook sheath was confirmed to have significant kinking. This kinking occurred more on the proximal side of the sheath. The prominent kinking found at the location where the inlet cage resided at the time the x-ray was taken was confirmed; furthermore, a tear at this location was present, and appeared to have been induced to remove the inlet cage, following the removal of the introducer in the operating room (or). The root cause of the inlet cage separation was a kink to the 14fr cook introducer. Most likely, the kinking was due to the patient's large size. The failure was determined to fall within a low risk index, thus, no corrective action is recommended at this time. The failure will continue to be monitored and trended. Following the event, and during a discussion the physician reported that the event was more about the patient's anatomy than the device or sheath, and the patient had been successfully supported and that the event happened after the impella cp was pulled out of the heart and the aic console had been turned off, and that there were no adverse effects to the patient upon the removal of the cp and the sheath. (B)(4).

Event description:
The complainant reported that on (B)(6) 2017, following transforming aortic valve replacement (tavr) surgery performed the previous day, an impella cp was placed in a 78 year old obese male patient with several comorbidity conditions. The staff reported that during the tavr surgery, and upon the placement of the valve an aortic dissection occurred. The chest remained opened and the dissection was repaired after an ECMO was placed. An intra-aortic balloon pump (iabp) was also placed. The patient was unable to be weaned from the ECMO, so it was then decided to place the impella cp. The iabp removed; during the removal of the iabp the 9fr sheath was kinked. Because of the patient's obesity a 14 x 30 long cook sheath was necessary. The sheath was placed without issue. When the cp was inserted into the sheath, the doctor reported some initial resistance, and it was necessary to pull back and advance at least twice to get the impella cp to pass. The pump was placed and the ECMO cannulas were removed; the patient's groin was repaired, the chest was undressed, flushed, cleaned and left open. The ECMO cannulas were removed; the patient's groin was repaired, the chest was undressed, flushed, cleaned and left open. On (B)(6) 2017 the patient was taken to surgery to close the chest, as a result bleeding issues occurred and large amounts of blood products were administered to the patient, and the bleeding was controlled. On (B)(6) 2017 the pump was removed from the patient at bed side. It was reported that upon removal the inlet cage/pigtail portion of the pump completely detached at the hub of the 14 x 30 sheath and remained in the sheath. The sheath was surgically removed from the patient's anatomy in the or. It was reported that the patient remained stable and was successfully supported during the 5.77 days of impella cp support.